Manufacturer narrative:
Previously marked as healthcare professional is no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stating that the electrode checkfailed and there was no patient impact. There was no surgical delay.

Event description:
It was reported that during surgery, the sensors on the nim et tube did not function. Crna had to switch out the product for a new one that worked immediately. There was no known patient impact.

Manufacturer narrative:
H3: visually, the product was returned in a large red bag. There was no significant damage to the packaging carton. When returned, the packaging carton contained both inserts and a size 7 trivantage tube. There was no damage noted in the construction of the tube. There were traces of contamination found on the cuff, one of the trace pads, and the pilot balloon. There were also traces of voids found in all 4 trace pads. There was an orange tape wrapped around the tube (near the clamp shell). The continuity check was performed and electrically, resistance from end to end shall be less than 200 ohms and the actual measurements were, red (26.7 ohms), red with white stripe (16.8 ohms), blue (20.9 ohms), and blue with white stripe (20.7 ohms), all electrodes were within specification. Functionally, the device was connected to the nim system while trace pads were submerged in a saline solution for functional test. The electrode check passed and there was no noise recorded during the functional test. For further analysis bend test was performed (each trace was bent individually using flexible stylet) and there was no change in the outcome, functional test passed again and there were no reading issues found. Additionally, a syringe was used to inject 15cc of air into the cuff, and the cuff inflated/deflated with no issues. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.